Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: date of birth.

Event description:
New information received on (B)(4) 2019 indicating that the device was explanted on (B)(6) 2018 for unrelated reasons.